Event description:
A hospira symbiq pump was in front of the biomed shop with a note stating "defective." I turned on the pump and found that it had a white screen with: "device malfunction: software error" displayed. Pump cannot be reset or repaired at the facility.